Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was low prior to the customer going to bed. Subsequently, the pump shut off in the morning. The customer blood glucose (bg) level was impacted (high) however no specific value was provided. The customer stated a correction bolus would be used to address bg level. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts, a reset alarm and a low power alarm had occurred. The low power alerts had not been addressed by the user by charging the device. It was unable to be determined if the pump expectedly reset due to the customer allowing the pump battery to fully deplete. Recommendation was made to the customer to charge pump more frequently.